Manufacturer narrative:
This spontaneous case was reported by a lawyer ,and describes the occurrence of perforation ('perforation') and pelvic pain ('severe pelvic pain/pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), genital haemorrhage ("abnormal bleeding/gen. Abnormal bleeding") and mental disorder ("psych injury"). And was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, infection, genital haemorrhage and mental disorder outcome was unknown. Pregnancy related information: retrospective report last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, infection, mental disorder, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: at the age of 34, essure removed. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new event: abnormal bleeding, psych injury added. Dates of insertion and removal of essure added. New reporter added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and pelvic pain ('severe pelvic pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), genital haemorrhage ("abnormal bleeding/gen. Abnormal bleeding") and mental disorder ("psych injury") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, infection, genital haemorrhage and mental disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, infection, mental disorder, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: at the age of 34, essure removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pelvic pain ("severe pelvic pain/ pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and infection ("infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device and infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered infection, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: lawyers were added as reporters. Product stop date added and events perforation, infections were added and pain (clubbed with pelvic pain). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.